Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient had device implant in (B)(6) with competitive rv lead, noise was observed since implant and had increased every follow-up visit. The competitive lead was replaced with an sjm lead. It was suspected that there was a compatibility issue between sjm ICD and competitive lead. The patient was fine post procedure.